Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On an unknown date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. At the time of this report, peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was diagnosed with peritonitis and hospitalized for the event on the same date. The cause of the peritonitis was unknown. Treatment for the peritonitis was intraperitoneal (ip) heparinized peritoneal dialysis (pd) fluid two times and intravenous piggyback vancomycin (1000 mg), one dose. Six days after being admitted to the hospital, the patient¿s pd catheter was removed, pd therapy was discontinued and the patient began hemodialysis. Three days later, the patient was discharged from the hospital. On an unknown date, the patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.